Manufacturer narrative:
(B)(4). This MDR is being filed for an international product (7k78) that has a similar product distributed in the us (6c21) an investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that two patient samples generated false positive results for the architect bhcg assay. The second patient sample generated an initial positive result of 52 uiu/ml that was repeated negative on another architect analyzer. No impact to patient management was reported.

Manufacturer narrative:
Internal identifier(s): =(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.